Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the buttons were nonfunctional due to a latent component failure in the bldc board. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause of the eeprom code. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: on the first firing of a duodenum resectioning, the reload was connected to the adapter. The blue button was pressed to check the jaw's opening and closing, but the device did not react. The device was re-set and the blue button was pushed over and over again but the device did not react. The sales representative connected the demonstration handle to the adapter referenced above and the device reacted normally. The event occurred during the procedure but the product was not used on the patient. To complete the procedure, another device was used. No patient injury or extension in surgical time. The current patient status is no problem.